Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulties were encountered and shaft break occurred. Following pre-dilatation, a 3.50 x 32mm synergy ii drug-eluting stent was deployed. However, while attempting to remove the delivery system, resistance was encountered. On the second attempt, the shaft broke. The broken device was able to be retrieved into the guide and was completely removed together with the guide catheter. The implanted stent was not damaged and the procedure was completed with another guide with good final result. No patient complications were reported. The physician reported he might have pulled back on the device prior to the balloon being fully deflated.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 3.50 x 32mm stent delivery system was returned for analysis. The stent was deployed in the procedure and was not returned. The balloon appeared partially deflated, with the distal balloon cone bunched distally. A dried red-like substance was noted on the balloon. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found multiple polymer extrusion kinks and a shaft break 121.6cm distal to the distal end of the strain relief, close to the port bond site. The port bond area was stretched and the outer clear shaft was stretched proximal to the break site, with the core-wire exposed. No other issues were identified during the product analysis.

Event description:
It was reported that removal difficulties were encountered and shaft break occurred. Following pre-dilatation, a 3.50 x 32mm synergy ii drug-eluting stent was deployed. However, while attempting to remove the delivery system, resistance was encountered. On the second attempt, the shaft broke. The broken device was able to be retrieved into the guide and was completely removed together with the guide catheter. The implanted stent was not damaged and the procedure was completed with another guide with good final result. No patient complications were reported. The physician reported he might have pulled back on the device prior to the balloon being fully deflated.